Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a frozen display and a constant tone. Problem isolated to the motherboard.

Event description:
The customer reported that the insulin pump has constant tone and frozen display. The customer stated that the device would begin the self test then freezes, and she was unable to exit to main menu. No further information was provided.